Event description:
It was reported that the fiber was damaged before, as it fired straightly. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record review confirmed that the device met all material, assembly and performance specifications. The instructions for use (IFU) was reviewed. The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber was damaged before, as it fire straightly. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record review confirmed that the device met all material, assembly and performance specifications. The instructions for use (IFU) was reviewed. The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber was damaged before, as it fired straightly. The procedure was completed using another fiber. There were no patient complications reported.